Event description:
It was reported that a patient experienced septicemia coincident with peritoneal dialysis therapy. The cause of the septicemia was unknown. The patient was hospitalized for the event. Treatment for septicemia and outcome of the event are unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.